Manufacturer narrative:
A review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. H6: corrected component and investigation clinical codes.

Event description:
It was reported that an 80 yo female patient, initial right shoulder implanted on an unknown date, underwent a revision procedure in (B)(6)2025. Patient had sepsis that had spread to the shoulder joint, so the surgeon put in fresh new components and washed out the patient. The glenosphere, liner and tray were swapped for new components. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays available. The explanted devices are not available for return. The hospital does not release them. No device images were provided. No further information.